Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during anesthesia, the screen froze just after the fresh gas flow was increased. There was no response from the screen. A few seconds later, the screen turned white followed by a restart from the device. There was no patient injury reported.